Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent a lead replacement procedure and was doing well post-operatively. No device malfunction was suspected. The explanted lead was not returned by the medical facility.